Event description:
Boston scientific received info that one day post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) the pt received an inappropriate shock due to oversensing of a noisy signal. Tachycardia therapy was temporarily programmed off in the device to avoid further inappropriate therapy. Review of the x-rays revealed possible air under the device extending to the superior portion of the pocket. The following day therapy was programmed back on and vigorous isometric exercise testing was performed where the oversensing was unable to be recreated. Since they were unable to reproduce the noise, no programming changes were made and no adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.